Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03694 / 03696).

Event description:
Patient experienced shaking and loss of strength in hand approximately two days post-implantation. It was reported to possibly be procedure related and has resolved.